Event description:
A report was received that the patient's entire system was explanted due to pain at the pocket site. The physician stated that the patient was allergic to nickel. The device was working properly and the patient could feel the stimulation. The patient is doing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.